Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. The self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm and the customer stated that they did the self-test and displayed white screen. The blood glucose was 8.4 mmol/l. The customer removed the battery and received the failed battery alarm. Again customer performed self-test but same white screen displayed. The troubleshooting was performed and they were able to clear the alarm and rewind the insulin pump. The contact on the battery cap was not damaged or corroded. The device will be returned for the analysis.